Event description:
It was reported that cadd pump bag from the day before was still almost full. Pump was programmed correctly. The cadd pump stated that it had administered 249ml of the total 250ml that was in the medication bag. No additional information available